Event description:
Notification was received from the affiliate indicating that approx twenty-eight mos post index procedure that pt was hospitalized because he developed an acute myocardial infarction while exercising outside. A cag was conducted and thrombus was observed inside of the implanted cypher and distally. To treat the thrombus, aspiration and poba with a safecut balloon were conducted several times ( inflation time and pressure unk), but it was hazy entirely on the cag. The restenosis was observed at both ends of the implanted 1st cypher, but it was not treated. Iabp was inserted. The procedure finished. Three days later, a follow-up cag was conducted and thrombus was observed at the distal to inside of the 1st cypher again. To treat the thrombus, poba was conducted. Then a 2nd cypher (2.5x23mm) was implanted at mid-lad and a different stent ( taxus 3.5x28) was implanted at the proximal lad covering both edges of the 1st cypher. The two additional stents were overlapping each other. Physician's comment: the possible cause of the thrombotic event was because: the lesion of the stent distal portion became advanced. Dehydration from exercising outside was caused.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the mid-lad. The vessel was a de novo and concentric lesion. Lesion classification was a type b1. The lesion length was 20mm and vessel diameter was 3.2mm. Pre-dilation was not conducted. A 3.0x23mm cypher stent was implanted at 12 atm for 30 seconds. Post-dilatation was not conducted. Timi flow pre and post procedure was iii, respectively. Ivus was conducted. The residual % of stenosis was 0%. Act was not measured. The product remains implanted in the pt, thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Please note: device is distributed outside the united states. However, it is similar to the untied states product. Any additional info will be submitted within 30 days of receipt.